Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel in the upper limb. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported.